Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the vitrector was not working. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the customer indicating there was no patient harm.

Manufacturer narrative:
The system was examined. The company representative determined the cause of the issue was related to the settings. The company representative assisted the surgeon to program the system to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 19, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to have met specification. However, the root cause of the reported event was can be attributed to the doctor¿s settings. (B)(4).